Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the balloon rupture during procedure. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.